Manufacturer narrative:
(Conclusions) - the customer reported that they heard a loud pop and smoke coming from the generator. A service engineer was dispatched to the site. The issue was solved by replacing a velara convertor and adapted tube. The system is designed according ul v=0. Flame retardant. None of the components have exceptional or increased failure rates. Failure rates and reliability of components are monitored. Therefore risk to pt remains acceptable. (B)(4).

Event description:
The customer reported that they heard a loud pop and smoke coming from the generator.